Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of air bubbles anomaly and needle anomaly from the reservoir. The customer's blood glucose reading was unknown. The customer stated that the approximate sizes of the air bubbles are not champagne size. The customer mentioned that the needles were not straight and she had trouble filling them. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated two opened/used reservoir, performed pre-fill reservoir test per and found transfer guard needle occluded and not centered. Transfer guard needle not parallel to transfer guard body axis. Using a new lab transfer guards performed pre-fill test to reservoirs. Found no air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles.